Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch verio iq meter was displaying an unknown error message that prompted there was a "problem with the test strip." The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.